Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023. Console logs from the reported day of event are consistent with complaint and show that after 2 days and 7 hours since start of support, several error messages indicating out-of-range ambient pressure and invalid placement signal were recorded in logs, followed by alarm #1045 ¿controller error" due to optical bench communication failure (crc invalid). After second occurrence of the alarm, pump was disconnected and transferred to backup console, where the issue did not re-occur. Analysis of the rtlog data confirmed that the observed issue is a known pattern failure caused by a temporary loss of optical placement signal. Abiomed is aware of the issue, and is working on appropriate corrective action. There¿s no need for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. If needed, monitor patient hemodynamics and impella position with imaging. Repair: perform functional check of the console.

Event description:
Controller failure alarm (yellow alarm) and loss of waveforms. (Automated impella controller) aic to aic transfer completed. No harm done to the patient.

Manufacturer narrative:
Corrected information for the initial MFR 1220648-2024-15897 was provided in sections b1, b2, b5, h1, and h6.

Event description:
Additional information noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.